Manufacturer narrative:
(B)(4). Information is unavailable; device not returned no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during a breast surgery procedure and the active blade of the instrument broke off into the patient. No other information is known at this time.